Manufacturer narrative:
Additional information: serial number, expiration date; device manufacture date.

Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the coronary artery occlusion / lmt stenosis post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (lmt height, valvular calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, prior to the deployment of a 23mm sapien xt valve, the left main truck (lmt) was protected by a balloon catheter. A sapien xt valve was deployed where intended in a final 60:40 aortic/ventricular (a/v) position using 2ml less than nominal volume. Post valve implant, the patient developed ventricular fibrillation (vfib). Defibrillation was performed and the rhythm returned to sinus rhythm. Post deployment angiography was performed. Stenosis of the lmt was confirmed. Plain old balloon angioplasty (poba) was performed and a drug eluting stent (des) was implanted. However, the patient¿s blood pressure did not recover. Percutaneous cardiopulmonary support (pcps) was initiated. Approximately 20 minutes later, the left ventricular (lv) function and blood pressure recovered. The procedure was completed. The native annular diameter measured 20.5mm by CT with a valve area of 330mm2. Mild valvular calcification and mild aortic root calcification was reported. The height of the lmt was reported to be 6mm to 8mm. It was speculated that the long pacing run (over 30 seconds) may have contributed to the vfib and prolonged hypotension. The lmt was noted to have been only partially stenosed.